Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was 650 mg/dl. The customer stated they were excessively vomitting with a high heart rate prior to being hospitalized. Customer also reported feeling dizzy and faint. It was also found the customer was unable to keep any food or fluids down, causing them to be hospitalized. Customer also stated the cause of their hospitalization was due to diabetes ketoacidosis. The customer reported they were released from the hospital on (B)(6) 2014. It was also found the customer's insulin pump was malfunctioning. The customer stated the insulin pump would restart itself with a message "user setting deleted". Customer's alarm history also showed several alarms had occurred. No additional information provided.